Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Event description:
Consumer complaint of "hi" blood results. Expected blood glucose results (fasting / before meals / after meals) ranges from 135 to 166 mg/dl before changes in insulin last month. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Currently taking insulin to manage diabetes. Back to back blood test performed during call after meal ((B)(6) 2015; 3:03 pm) with results of 409 mg/dl and "hi." Storage of test strips is within specification not verified. Test strip lot manufacturer's expiration date is 10/31/2017 and open vial date is two weeks ago. Recall test results performed (fasting / before meals / after meals) from meter memory: (B)(6) 2015, 11:08 am - 368 mg/dl; (B)(6) 2015, 08:47 pm - 264 mg/dl; (B)(6) 2015, 07:49 pm - 366 mg/dl; (B)(6) 2015, 10:15 am - 453 mg/dl; (B)(6) 2015, 05:38 pm - 435 mg/dl; (B)(6) 2015, 08:11 am - 449 mg/dl. Based on the "hi" result obtained by the customer, the complaint is reportable. Adverse event not reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user has high glucose value.

Event description:
Consumer complaint of "hi" blood results. Expected blood glucose results (fasting / before meals / after meals) ranges from 135 to 166 mg/dl before changes in insulin last month. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Currently taking insulin to manage diabetes. Back to back blood test performed during call after meal) ((B)(6) 2015; 3:03pm) with results of 409 mg/dl and "hi". Storage of test strips is within specification not verified. Test strip lot manufacturer's expiration date is 10/31/2017 and open vial date is two weeks ago. Recall test results performed (fasting / before meals / after meals) from meter memory: (B)(6). Based on the "hi" result obtained by the customer, the complaint is reportable. Adverse event not reported.